Event description:
This supplemental report is being filed to provide additional information that the device was successfully interrogated. The battery remaining is 39%. There were no adverse patient effects. The device remains implanted. It was reported that this device could not be interrogated. An attempt to do a magnet reset yielded a response from the device. Attempts to interrogate again were unsuccessful. Technical services recommended explant. There were no adverse patient effects. The device remains implanted.

Event description:
This supplemental report is being filed to provide additional information that his device could not be interrogated. After several attempts, a magnet reset was successful, but the device still could not be interrogated. Technical services recommended explant. There were no adverse patient effects. The device remains implanted. This supplemental report is being filed to provide additional information that the device was successfully interrogated. The battery remaining is 39%. There were no adverse patient effects. The device remains implanted. It was reported that this device could not be interrogated. An attempt to do a magnet reset yielded a response from the device. Attempts to interrogate again were unsuccessful. Technical services recommended explant. There were no adverse patient effects. The device remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that his device could not be interrogated. After several attempts, a magnet reset was successful, but the device still could not be interrogated. Technical services recommended explant. There were no adverse patient effects. The device remains implanted. This supplemental report is being filed to provide additional information that the device was successfully interrogated. The battery remaining is 39%. There were no adverse patient effects. The device remains implanted. It was reported that this device could not be interrogated. An attempt to do a magnet reset yielded a response from the device. Attempts to interrogate again were unsuccessful. Technical services recommended explant. There were no adverse patient effects. The device remains implanted.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that his device could not be interrogated. After several attempts, a magnet reset was successful, but the device still could not be interrogated. Technical services recommended explant. There were no adverse patient effects. The device remains implanted. This supplemental report is being filed to provide additional information that the device was successfully interrogated. The battery remaining is 39%. There were no adverse patient effects. The device remains implanted. It was reported that this device could not be interrogated. An attempt to do a magnet reset yielded a response from the device. Attempts to interrogate again were unsuccessful. Technical services recommended explant. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the exterior revealed no anomalies. Engineers were able to successfully connect to the device during testing. There were 2 wakeup pulses at or below 1.8ms. Telemetry issues occur with rf wakeup pulses at or below 1.8ms. This device behavior is consistent with a rare, shortened telemetry wake-up pulse behavior associated with a telemetry component (oscillating crystal) within the rf circuit, resulting in an intermittent inability to interrogate the s-ICD. Although this behavior resulted in the observed interrogation difficulties, please note that tachycardia therapy remained available to the patient.

Event description:
It was reported that this device could not be interrogated. An attempt to do a magnet reset yielded a response from the device. Attempts to interrogate again were unsuccessful. Technical services recommended explant. There were no adverse patient effects. The device remains implanted.